Event description:
The customer reported that the system locked up repeatedly during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The log files were analyzed. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.